Event description:
A nurse reported a system message displayed during a procedure. The case was completed using a "manual technique" following a delay greater than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).